Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Information provided by the patient's attorney, indicated the patient scs system was not effective and caused more pain than relief. As a result, the devices were explanted on (B)(6) 2010. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the explant on (B)(4) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot the reported issues.